Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump shut off unexpectedly. Reportedly, customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level ranged from 120-190 mg/dl.